Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented post-procedure, an x-ray confirmed that the tip of the atrial lead had dislodged into the right ventricle. The lead was attempted to be re-positioned on (B)(6) 2019, however there was difficultly inserting the stylet inside the lumen of the lead. A different lead was used. The patient is recovering.

Manufacturer narrative:
The reported field event of a stuck stylet was confirmed in the laboratory. Visual examination found blood clogging the inner coil stopping the stylet from going through. Any other damage found was sustained during the surgical procedure. The lead was otherwise normal.